Event description:
It was reported that the patient's right ventricular (rv) lead is confirmed to be fractured. The rv lead has record high impedance, noise, and the patient has received inappropriate high voltage therapies. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.